Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2017-apr-03 regarding a patient's implanted infusion pump containing clonidine (26mcg/ml at 12.887mcg/day) and sufentanil (286mcg/ml at 141.76mcg/day). The indications for use included failed back surgery syndrome and spinal pain. It was reported that the patient's pump showed a motor stall on (B)(6) 2017 at 10:40. The stall was active at the time of report. The patient experienced no electromagnetic interference (emi) or magnetic interaction. The representative was to follow-up with a healthcare provider to discuss the stall. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had heard a critical alarm occurring and went to their doctor's office the following morning. Interrogation revealed a motor stall had occurred, and the patient experienced a sudden loss of therapy. No (B)(6) studies were performed. The pump was replaced on (B)(6) 2017, and returned to the manufacturer on may 02, 2017, for analysis. It was indicated the patient was not in a clinical study. The device was used with/in the patient, for treatment, and there had not been a death or patient injury. The patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-result. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-apr-04. It was reported that the initial reporter was a hcp. It was also noted that the pump would more than likely be replaced.